Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) with no signs or symptoms or heart failure. A review of the log files revealed elevated power and flows. Additionally, a no external power alarm was observed while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There were no other unusual events seen within the log file.

Manufacturer narrative:
Section d6a: correction: implant date inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion the reported event of no external power alarms were able to be confirmed via log file review. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 43 days ((B)(6) 2021 ¿ (B)(6) 2022 per timestamp). No external power alarms were active on (B)(6) 2021 at 22:55:58 while the controller was connected to the mpu. The alarms cleared once power was restored. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were made requesting the serial number of the mobile power unit (mpu), if the mpu will be returning, if the mpu has a v-lock connector, if it is known if the power cord was disconnected, and if there were any environmental circumstances that may have caused the alarms; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.